Event description:
Event was reported to (B)(4) by an atty. The patient has suffered vaginal pain, urinary problems, difficulty and pain during sex, incontinence, erosion of mesh, mesh removal, pelvic pain, bleeding, and urinary tract infections. No further info has been provided.